Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue). The patient contacted animas stating that the insurance is updated in system now. They also stated that the time a date reset and getting false alarms. There is no additional information at this time. Customer support attempted to contact the patient without success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: black box not verified the pump time, date reset to default after por. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Use returned battery cap and the cap does fully tighten. The pump was exercised for 24 hours, after 24 hours no false alarms were received. In black box history no evidence of false alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.